Event description:
Device issue: mislocation-clip. Time of device issue: during vessel closure. Adverse event: diminished pulse. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after a diagnostic procedure. Reportedly, after clip deployment, although hemostasis was achieved, the patient's pedal pulses were low. An ultrasound revealed the presence of intimal plaque on the posterior portion of the vessel wall. The occlusion resolved after treatment with a viatrac dilatation catheter that was used successfully to revascularize the vessel. Possibly a starclose se clip tine caught the posterior wall of the vessel causing plaque to become loose occluding the vessel. The arteriotomy site was reportedly high, above the inguinal ligament and although the femoral angiogram indicated the vessel was small at 4mm, possibly the physician believed the benefits to the patient outweighed the risks and went ahead with device deployment. There were no reported adverse patient sequelae. No add'l info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.